Event description:
Sold a used breast pump in 2008, my mother-in-law purchased a lansinoh double electric breast pump. I received it as a gift from my mother-in-law at my baby shower in 2008. I opened the product 5 days later to find that the breast pump had dried breast milk in it and was put in a cvs bag inside the sealed lansinoh box.